Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin pump alarmed button error. The customer was unable to clear the alarm. The customer stated that they were in (B)(6) and the device might have been exposed to moisture. The customer has not been using the insulin pump and had reverted to a back-up plan of multiple daily insulin. Nothing further was reported